Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise via a change in the intrinsic morphology. Technical services discussed some testing and programming options. An office follow-up was able to reproduce some muscle noise in the secondary sensing vector, but the noise was not similar to the kind that caused the shock. The clinic will check the patient again in a few weeks. There were no additional adverse patient effects. The system remains implanted.